Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.